Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was confirmed that issue caused due to improper maintenance. A field service engineer, cleaned and greased all latch switch connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system refrigerator located in the south section of the ICU indicates that it is open, yet it remains closed. The customer stated that there was a delay in accessing medication to patient as the medications were obtained different station within the unit. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Section b2 update: hospitalization (initial or prolonged) was unselected.